Event description:
According to the distributor report, dermabond topical skin adhesive got into the pt's eyelashes because the pt was moving when the health professional was applying the adhesive. The health professional indicates that the event resolved with no adverse consequence to the pt. Pt was discharged to home with instructions to use petroleum jelly to loosen the bond.